Manufacturer narrative:
(B)(4).

Event description:
The pt experienced sweating, nausea, and increased baseline pain. A pump alarm was heard. The pump was interrogated. A motor stall was noted in the event logs with no motor stall recovery recorded. There had been no emi or magnetic interaction. The device system was used to deliver dilaudid. Additional info has been requested, a f/u report will be sent if additional info becomes available.